Event description:
It was reported that the bard urinary drainage bag cannot get to drain it because they did not know it. This one was different. Customer have not used this one before. Three of them were trying and cannot get it. Verbal troubleshooting completed with customer. Video and photo of clamp sent to customer. Customer was able to drain bag successfully. Per the salesforce form provided, troubleshooting was conducted with the customer. A video and photo of the clamp were sent to the customer as a guide. The customer was able to drain the bag successfully.

Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the bard urinary drainage bag cannot get to drain it because they did not know it. This one was different. Customer have not used this one before. Three of them were trying and cannot get it. Verbal troubleshooting completed with customer. Video and photo of clamp sent to customer. Customer was able to drain bag successfully. Per the salesforce form provided, troubleshooting was conducted with the customer. A video and photo of the clamp were sent to the customer as a guide. The customer was able to drain the bag successfully.